Manufacturer narrative:
Argus case ID: (B)(4).

Event description:
Foreign body in throat [foreign body in throat]. Case description: this case was reported by a pharmacist via call center representative and described the occurrence of foreign body in throat in a male patient who received double salt dental adhesive cream (new poligrip sg) cream for denture wearer. Concurrent medical conditions included denture wearer. On an unknown date, the patient started new poligrip sg. On an unknown date, an unknown time after starting new poligrip sg, the patient experienced foreign body in throat (serious criteria gsk medically significant). On an unknown date, the outcome of the foreign body in throat was recovered/resolved. It was unknown if the reporter considered the foreign body in throat to be related to new poligrip sg. This report is made by gsk/haleon without prejudice and does not imply any admission or liability for the incident or its consequences. [Clinical course] on an unknown date, the report from a pharmacist in a store. The patient was using new poligrip sg, probably with a large amount, and dissolved products got stuck in the throat and observed on a roentgen photograph (seriousness: gsk medically significant). On an unknown date, it appeared that the substances were already removed, but the patient visited the department of otorhinolaryngology. No further information will be provided due to the refusal of the reporting pharmacist.